Event description:
It was reported the instrument was returned for standard maintenance repair. There was no patient impact reported. Electrical tests on the bipolar forceps failed and the insulation integrity is compromised.

Manufacturer narrative:
(B)(4): the device was returned for repair. Electrical tests on the bipolar forceps failed and the insulation integrity is compromised, and the jaws were loose. The root cause is likely the result of a shock [dropping] during use or reprocessing. The instrument was repaired and returned to the customer. Method ¿ insulation testing. Results ¿ mechanical shock problem. (B)(4).